Manufacturer narrative:
Product event summary: analysis confirmed that the output connector assembly on the epg was broken. It was also found that one case screw was broken.

Event description:
It was reported that both the atrial and ventricular connector on the external pulse generator (epg) were broken. The epg has been returned for service. There was no patient involvement.